Event description:
Caller reported that the indicated battery charge of their pump dropped by 45% in a short period. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the pump into a power source with known working charging supplies, which stabilized the battery charge, and there was no unexpected shutdown. No additional corrective actions or outcomes from technical support were mentioned.